Event description:
It was reported that a patient presented with loss of radio frequency telemetry noted on the patient's implantable cardioverter defibrillator. No intervention re adverse patient consequences were reported.

Event description:
New information received notes that the patient experiences anxiety due to the reported event.